Event description:
It was reported that right ventricular lead exhibited high out of range pacing impedance measurements. Additionally, noise was observed. A commanded shock was delivered to the patient. The patient will continue to be monitored. This lead remains in service. No further adverse patient effects were reported.